Event description:
Sales rep reported that during set up the attachment was found in two pieces. The top part came apart from the bottom. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.